Manufacturer narrative:
(B)(4). Method: the components of the complaint iw934 infant warmer were received at fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection of the upper and lower harnesses showed discolouration of the connectors. The upper and lower head harnesses are used to connect the head unit to the control unit of the infant warmer. Conclusion. Based on the visual inspection we are unable to conclusively determine what may have caused the reported event. However from the previous investigations on similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. It should be noted that the subject infant warmer unit was more than twelve years old at the time of the reported event and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail, the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A healthcare facility in (B)(6) reported issues with the iw934 cosycot infant warmer and requested for service. Upon device service at fisher & paykel healthcare (f&p) regional office in (B)(4) on the 21 august 2019, it was found that the connectors were burnt. There was no reported patient involvement.